Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The customer reported that the insulin pump had a pump error alarm and rewind anomaly. The insulin pump gets stuck during rewind and will ask for a further rewind. The insulin pump was received with a cracked battery tube threads, a scratched case, a stained keypad overlay, a pillowing keypad overlay, a serial number label fading and a cracked retainer. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. No rewind anomaly noted. The insulin pump history file/traces download was successful using thus. Pump error alarm (variable info = 03) during self test and were found in the formatted history file. The keypad overlay was removed to perform visual inspection and found a broken trace on u1 keypad assembly. The insulin pump was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. A test case was used and continued testing. The insulin pump passed the self test. In conclusion, pump error alarm (variable info=03) during self test due to broken trace on u1 keypad assembly. Failure analysis summary: no rewind anomaly noted. The insulin pump alarmed pump error due to a broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was able to clear the alarm and able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.